Event description:
It was reported that lead insulation damage was noted near the connector. The insulation appeared to be breached, due to wear. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found lead insulation abrasions at 19.3 cm and 45.4 cm from the connector pin. The damage found was consistent with that occurring from friction to another device.